Event description:
Patient reported aligners caused their gums to bleed that necessitated them to have oral surgery.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.